Event description:
Leica biosystems received a complaint of "tissue underprocessed." On 17 july 2020, leica biosystems received information that one patient is in need of re-biopsy and the histology supervisor is still waiting to see if others will be needed. On 05 august 2020, leica biosystems received information that the customer does not have any updates on the one re-biopsy or any additional re-biopsies and does not have patient identifiers to share. If additional information is obtained, a follow up report will be submitted.